Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (352.085 8.5mm medullary reamer head). Fragments of the reamer head were left in the patient. This condition is confirmed; the proximal portion of the reamer head is broken off. The 352.085 head was manufactured in 4/2007 and is over eight years old. It is likely that numerous years of use and wear had led to this complaint condition. The reamer head is in fairly poor condition and the cutting edge is dull. The associated product drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the flexible reamer shaft broke while reaming a tibia fracture. In addition, the reamer head broke while reaming the tibia with good bone quality. The fragments of the reamer head are still inside the patient. The majority of the fragments came out of the patient when the doctor pulled the ball tip guide wire out. The surgeon did not attempt to remove the remainder of the fragments. The surgical delay was less than three minutes. This report is 2 of 2 for complaint (B)(4).